Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced palpitations. There were high and undefined impedances on the right atrial (ra) lead and noise was noted on the electrogram (egm), which resulted in oversensing and mode switches. The noise and oversensing were reproducible with isometric maneuvers. There were spikes noted in the lead impedance trend. A possible lead fracture was suspected. The ra lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.